Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. In the photos it can be seen that there is a dark colored speck towards the bottom part of the syringe barrel that appears like embedded degraded resin. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak had foreign matter it was reported by the customer that have ink and/or brown markings on the inside of the syringes.¿ verbatim: event date: 3-21-2024 event location: xxxx, xxxx event description: ¿20 ml bd syringes lot # 4008805 seem to have ink and/or brown markings on the inside of the syringes.¿ harm to team member or patient? No injury. Product name: itm-1119933 - syringe 20ml 10 pk tray product ref: 305617 lot number: 4008805 bd customer account number: 1001031612 photo of syringes are attached. Two total syringes found with this defect. I have the syringes, but they are filled with an unknown fluid or medication, and would prefer not to ship back.